Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after entering the abdominal cavity during a hernia repair, they found a suture needle and the suture broke at the joint. They removed the suture from the patient¿s abdominal cavity since it may easily cause an infection, and they stopped from using it.